Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic coronary procedure was aborted. Analysis of the log files indicated that there was an error of unable to communicate with geoipc confirming the malfunction. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Customer had informed rse that the touch screen modules (tsm) in both the control room and examination room were displaying the message "failed to renew adapter¿ and also the geometry pc was not communicating. Electronic diagrams indicated that the geometry pc and both tsms were connected to a network switch (ts). A philips field service engineer (fse) inspected the system onsite and found that the network switch (ts) in the r cabinet was turned off. Fse replaced the defective network switch (ts) and after the replacement, fse verified communication between the geometry pc and host pc, confirming that geometry operations had resumed. After replacement of network switch, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the reported event. The diagnostic coronary procedure was delayed and completed the next day. There was no reported patient or user harm. Philips has started an investigation of this complaint.